Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a power (battery life) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 02/09/2015 with the following findings: black box shows no evidence of short battery life, several ¿cs(B)(4)¿ low battery warnings are observed due normal battery wear on (B)(6) 2014, returned battery cap and test cartridge cap were used to complete the investigation. Sleep current draw was found within specifications. The short battery life complaint was not duplicated, the pump¿s cover was removed and no intermittent condition was found to the cgm module or to the power pcb. There was no defect found. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 02/09/2015 with the following findings:.black box shows no evidence of short battery life, several ¿cs(B)(4)¿ low battery warnings are observed due normal battery wear on (B)(6) 2014, returned battery cap and test cartridge cap were used to complete the investigation. Sleep current draw was found within spec (step30), ¿short battery life¿ complaint was not duplicated, the pump¿s cover was removed and no intermittent condition was found to the cgm module or to the power pcb.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.